Event description:
It was reported that the cardiosave intra-aortic ballon pump (iabp) had counterpulsation balloon leak issue while device was during use. The customer contacted because they wanted to install the equipment on a patient. When the device was powered on, a help message appeared on the screen. However, the customer was unable to identify the message precisely and simply called to confirm. No harm or injury to the patient was reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during power on the cardiosave intra-aortic ballon pump(iabp) had maintenance message issue. When the device was powered on, a help message appeared on the screen. However, the customer was unable to identify the message precisely and simply called to confirm. There was no patient involved.

Manufacturer narrative:
Updated field: b4, b5, b6, b7, d9, d10, e1(initial reporter name, email) g3, g6, h2, h3, h6(type of investigation, investigation findings, health effect ¿ impact codes, investigation conclusions), h11. A getinge field service engineer (fse) indicated that the customer contacted support because they intended to place the device on a patient, but upon powering on the unit, a help message appeared. The customer was unable to clearly identify the message and called for clarification. Following this call, the fse contacted the customer again to review the device together. During the evaluation, the reported issue could not be reproduced. The device operated normally, and no abnormalities or malfunctions were observed. Functional checks were completed with no issues noted. As no further action is required at this time, this complaint will be closed. Should additional information become available, the investigation will be updated accordingly.

Manufacturer narrative:
Updated fields:b4,e1(telephone),e3,g3,g6,h2,h11.